Event description:
Reportedly, on (B)(6) 2012, a polymorphous vt episode was labelled as a svt/st episode; thus no therapy was delivered. The pt had passed away on that day. Evaluation of an enhancement of the parad+ algorithm parad+ is suggested.

Manufacturer narrative:
(B)(6) 2012 - this event concerns a device that was manufactured and used outside the united states. Analysis is pending.